Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
Since implant, the patient had always had issues at the pocket. The pump didn¿t ¿lay right¿; it moved and flipped. The pump was replaced because of the issues at the pocket. When the pump was replaced, it was moved because of the issues at the pocket. The device system was delivering morphine. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received regarding the event.